Event description:
Procedure: laparoscopic nephrectomy. According to the reporter: a portion of the tip of the device snapped and fell into patient. The piece was removed and no tissue damage was reported. No further patient or surgery complication was reported.

Manufacturer narrative:
(B) (4).